Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter tubing separated from the hub during use. The following information was provided by the initial reporter: "I had a 22 gauge intima disconnect at the tubing 2 days ago, so I had to poke the patient again."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation lot, or batch number were provided. Though a picture sample was supplied, there is not enough information to conduct an investigation. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter tubing separated from the hub during use. The following information was provided by the initial reporter: "I had a 22 gauge intima disconnect at the tubing 2 days ago, so I had to poke the patient again."